Manufacturer narrative:
Testing and investigation is complete. Several probable causes for the plum 360 device reboot were identified but could not be confirmed since the device was not returned to the manufacturer for further evaluation. The probable causes identified include: a defective piezo alarm, a defective driver printed wire assembly (pwa), or the mechanism assembly. Based on the testing information this event does not meet the criteria for a reportable malfunction.

Event description:
The customer contact reported the facility lost power for six seconds in the cardiovascular unit and when it came back the plum 360 device rebooted. At the time of the power loss the device was infusing levophed to a patient. The device was restarted by the unit manager and the patient did not experience any adverse event or require medical intervention. Although the customer cannot confirm that there was an assertion of an e323 alarm, information reasonably suggests that the same sequence of events occurred as indicated in a field service notification that was sent to customers on 30-dec-2016. The user facility will not be returning the device for testing and analysis. No additional information was provided.

Manufacturer narrative:
Subsequent to the submission of the medical device report, the FDA recall number was assigned.

Event description:
The customer contact reported the facility lost power for six seconds in the cardiovascular unit and when it came back the plum 360 device rebooted. At the time of the power loss the device was infusing levophed to a patient. The device was restarted by the unit manager and the patient did not experience any adverse event or require medical intervention. Although the customer cannot confirm that there was an assertion of an e323 alarm, information reasonably suggests that the same sequence of events occurred as indicated in a field service notification that was sent to customers on 30-dec-2016. The user facility will not be returning the device for testing and analysis. No additional information was provided.

Manufacturer narrative:
The device is not expected to return. Testing and investigation has not been completed.

Event description:
The customer contact reported the facility lost power for six seconds in the cardiovascular unit and when it came back the plum 360 device rebooted. At the time of the power loss the device was infusing levophed to a patient. The device was restarted by the unit manager and the patient did not experience any adverse event or require medical intervention. Although the customer cannot confirm that there was an assertion of an e323 alarm, information reasonably suggests that the same sequence of events occurred as indicated in a field service notification that was sent to customers on 30-dec-2016. The user facility will not be returning the device for testing and analysis. No additional information was provided.